Manufacturer narrative:
MDR filed late after becoming aware of additional information. Complaint was not processed (received and investigated) in a timely manner. Insulet corporation is submitting this MDR after the 30 day requirement. The reportability associated with the event changed from its original ¿not-reportable¿ determination to ¿reportable¿ after additional information was received. The device was not returned for evaluation. We are unable to confirm the air in the reservoir or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod's users guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin¿usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's husband reported that her blood glucose reached high (>500 mg/dl). After 12 hours, the customer realized that air was being delivered instead of insulin. Patient's insulin history is as follows: (B)(6).